Event description:
It was reported to philips that there is excessive erosion on the external cases. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.